Event description:
Unsolicited: pt reported freedom pump broke while giving hizentra dose. Pt had to waste hizentra dose. Unknown if pt has missed dose. Unknown if pt experienced an adverse event as a result of product issue. Unknown if pt has defective product on hand for return. Pharmacy replacing device. Serial number: not provided. No further info. Reported to (B)(6) by pt/caregiver.